Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer contacted philips and reported that there was no power to the system. However, the customer called back and confirmed that they were able to restore power to the machine and requested to cancel the service request. No additional information could be obtained from the customer and philips did not work on the system as the service order was cancelled. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.